Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer reported receiving unspecified low readings obtained on the adc sensor scan and stated the readings were inconsistent with their symptoms. The customer presented at the hospital but declined to provide further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded and a valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. As it is unknown if the user was using android or ios with the fs libre 3 sensor, g4 - PMA/510(k) # has been populated for ios. All pertinent information available to abbott diabetes care has been submitted.